Event description:
It was reported that upon early termination, inappropriate vf detections without shock were observed. Lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasions were found at 11.5-11.8cm and 14.7-14.8cm from the end of the connector pin, consistent with lead friction to the ICD can. Other external insulation abrasions were found at 14.4-15.4cm and 32.3-33.3cm from the distal end. The etfe coating was intact at all locations. No signs of fracture were observed on the lead.